Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace the tray with new one. A field service engineer troubleshooted and found not responded to the cubies in place. So, replaced it with new tray the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a multiple pocket failure which device not detected on bus. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.